Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing and low pacing impedance. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had low pacing impedance for years and has been monitored for a suspected insulation breach. An alert triggered, but after testing, no noise was found and the lead remains in use. No patient complications have been reported as a result of this event.